Event description:
It was initially reported that following a posterior repair procedure in 2007, the pt developed serous fluid at the incision sites and hard nodules at the skin site. The pt was treated with antibiotics. Silver nitrate was prescribed to assist with healing the incision. The abscesses were drained in the dr's office. The pt was described as doing much better. Additional info was received from the pt in 2008, that the product was removed via additional surgery in the same month. Additional info has been requested from the dr but not yet received.

Manufacturer narrative:
The lot number is unk therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled adverse reactions states that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physician who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.